Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the emboshield nav6 embolic protection system (eps), resistance was noted in attempting to load the filter into the delivery catheter (dc) pod. Once the filter was loaded into the dc pod, the tip of the delivery catheter was noted to be kinked and fractured; however remained in one piece. Another same size emboshield nav6 was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned filtration element. The damage to the delivery catheter pod and filter were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and filtration element which prevented the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.